Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that he had been experiencing high blood glucose levels for two days prior to the event, even though he had changed the infusion set. The customer felt that the hospitalization was caused by the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.